Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the cause is unknown. One groshong nxt clearvue basic kit was returned for evaluation. An initial visual observation revealed the kit tray was returned open. The suture wings, connector assembly piece and introducer needle were missing. Use residue was observed on the kit tray and on the guidewire. A microscopic evaluation revealed the adhesive fillet was observed to be stripped from the core wire near the guidewire junction. Adhesive fibers appeared to be protruding from the same area. The guidewire tip was unremarkable. The damage observed on the returned sample suggests the guidewire may have experienced mechanical stress; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, at the front end of the guide wire, the double helix design is thick at the junction with the guide wire, and after successful puncture, the guide wire cannot be withdrawn from the puncture needle, and the puncture fails. 4/8/2025 - during evaluation of the returned device, the adhesive fillet was observed to be stripped from the core wire near the guidewire junction. No other information was provided.